Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient arrived at the operating room for a planned laparoscopic low anterior resection and a laparoscopic loop ileostomy. 4 days after the surgery, patient was brought to the imaging room for a CT-guided placement of a percutaneous pelvic drains for lower left quadrant abscesses. 3 days later, the patient undergone exploratory laparotomy with abdominal washout,abscess drainage, takedown of disrupted colorectal anastomosis with colostomy creation. Complete breakdown of anastomosis. A day later, the patient was transferred to the intensive care unit secondary to tachycardia, fever, hypotension for a levophed drip. Then after 1 day, drainage of abscess was done. Approximately 2 weeks later, the patient was transferred to a different hospital. Patient is still hospitalized there.